Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number, Reporting Site: 8021545, Manufacturing Site: 3003442380.

Event description:
It was reported that the patient infusion set tubing was leaking at the site on (b)(6) 2026.